Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation concluded that the reported improper or incorrect method or procedure was due to the user error advancing the device too deep into the valve. Entrapment of device was a cascading effect of the user error. The reported patient effect of foreign body in patient and tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The foreign body in patient (clip implanted in the anterior/single leaflet) was due to the entrapment of the clip; therefore, attributed to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for clip entanglement in chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a prolapsed anterior leaflet. The clip delivery system (cds) was advanced, however, the device was advanced too deep into the valve upon which the clip got caught in the chordae. Troubleshooting attempts were done, however unsuccessful. The clip was deployed in the chordae and on the anterior leaflet. It is unknown if there was tissue damage. A second clip was implanted to stabilize, reducing mr to 3. The patient is stable and in good condition. There was no clinically significant delay in the procedure. No additional information was provided.